Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on date of report, upon removal of sensor due to deployment error, the patient could not see the sensor wire on the underside of the sensor pod. No portion of the wire was visible at insertion site. During deployment, patient removed the applicator prior to pulling up on the collar, which is a practice against cgm's user's guide recommendations. During a follow-up call between technical support and the patient on (B)(6) 2013, patient reported that she consulted with her endocrinologist on (B)(6) 2013. The endocrinologist advised patient to monitor the sensor insertion site for signs of irritation. At the time of her initial call to technical support, patient reported slight nausea.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.